Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation in ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black substances everywhere related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The manufacturer visually inspected the external part of the device and found black substances everywhere moog blower, blower dry box- top and bottom, dirt from the external source. The manufacturer inspected the device internally and found corrission/rust, discoloration to the pca power connector p4 due to the water ingress to the power connectors. The device's downloaded logs were reviewed by the manufacturer. There were five errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped. Section d8, d9 and h6 updated in this report.